Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had an increase in impedance and subsequent high impedance. The thresholds were also "slowly increasing." Additional information was received that indicated that the lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had an increase in impedance and subsequent high impedance. The thresholds were also "slowly increasing." The lead remains in use. No patient complications were reported as a result of this event.